Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect afp result for 1 29-year-old male patient diagnosed with a testicular tumor. A new sample was collected and the result was lower. The original sample was repeated with a lower result. The following data was provided: sid (B)(6) initial result = 312.25 ng/ml repeat result = 3.49 ng/ml. New sample result = 3.61 ng/ml. Reference range = 0.89-8.78 ng/ml no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Device history record review was performed on lot 67044fz01, which did not show any potential non-conformances, deviations, or non-conformances. The ticket trending review of complaint data for the complaint list number does not identify any increase in complaint activity. Review of field data for the architect afp assays shows that the median patient result for the master lot falls within +/-2sd of the established baseline, indicating the reagent lot performed acceptably on market. A review of the labeling addresses the customer¿s issue. Per product labelling if the architect afp results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with other data; e.g., symptoms, results of other tests, clinical impressions etc. Based on all reviewed data, we conclude that there is no product deficiency with the architect afp reagent identified in this complaint.

Event description:
The customer observed a falsely elevated architect afp result for 1 29-year-old male patient diagnosed with a testicular tumor. A new sample was collected and the result was lower. The original sample was repeated with a lower result. The following data was provided: sid (B)(6) initial result = 312.25 ng/ml repeat result = 3.49 ng/ml. New sample result = 3.61 ng/ml. Reference range = 0.89-8.78 ng/ml no impact to patient management was reported.